Event description:
A report was received that a patient was burned by her precision charger. Patient's skin did not turn red or scar. The patient did not see a physician for treatment and treated the burn with cream. The patient is reportedly doing well.